Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a double fusion on l4/l5 and l5/s1 on (B)(6) 2016. Since then, the patient can charge the device, but can¿t get it to turn on. The patient was wondering if there was a way to reset it. There were no patient symptoms reported.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that since the multi-level fusion surgery the patient¿s stimulator had stopped working. The patient was unable to feel any stimulation. It was noted that the patient had turned amplitude up to 10.5 volts. Impedance was check on the lead and values were all over 10,000 ohms on every contact. The doctor got an x-ray, but was pretty sure that the lead was cut during the fusion surgery. The lead was to be replaced on (B)(6) 2017. The patient was alive with no injury, but the issue was not resolved as of 2016-dec-12. It was noted that the issue occurred during a procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had an appointment with their healthcare provider on (B)(6) 2016. They stated the device will turn on/off, but no stimulation will turn on. X-rays were taken at the patient¿s appointment, and the patient noted the device was broken. The patient has another appointment with their healthcare provider on (B)(6) 2016 to determine what the next steps are.

Event description:
Additional information received from the consumer stated they were able to charge their implantable neurostimulator (ins), but they couldn't turn stimulation on either with the patient programmer or the recharger. It was noted that the consumer didn't have their equipment with them to allow for any troubleshooting. The consumer would call back when they had the equipment with them.

Event description:
Additional information was received from the consumer on (B)(6) 2016 for troubleshooting the previously reported issues. The patient synched with the implantable neurostimulator (ins) using the patient programmer and was able to turn the ins on. The consumer stated that they knew the patient programmer was functioning as it should as they could recharge the ins, turn stimulation on/off, and could adjust their settings just fine. The consumer reported that ¿it does not work, does not stimulation, and the actual implant [was] not doing anything.¿ the consumer thought that ¿internal stuff¿ was not working. It was stated that they could ¿crank it up¿ but it was not doing anything. It was reported that the consumer had misspoken yesterday when they reported that their external equipment was not turning the ins on. It was reported that they had relayed the issues incorrectly yesterday and what they were currently reporting was what they had meant to say in the previous call.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had high impedance after having post-spinal fusion on (B)(6) 2016. Cautery was used near the neurostimulator. The patient had a loss of stimulation and when the impedances were run, they were showing >40k ohms. It was subsequently reported that the patient had a revision on friday, (B)(6) 2017. The lead was tested in an mltc during the procedure and the impedances were within range at that time. The lead was then inserted into a new ins and the stimulation was tested and during the procedure the patient felt stimulation with the new ins. The patient then went home the same day and reported having a loss of stimulation, even when turned up to 10v. All contacts showed as 40k ohm. An x-ray was done of the lead and it appeared the lead had not moved and the doctor did not believe the lead was out of the header block and it appeared the lead was lined up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.